Event description:
Customer reported that the keypad of the insulin pump was unresponsive. Customer also reported that the numbers were scrolling on the insulin pump's screen. Customer stated that the insulin pump was recently exposed to water. Blood glucose level was 131 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump has no button response due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump was received with a cracked display window corner, reservoir tube lip, and a minor scratches on the display window.